Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an issue with the pump. Troubleshooting could not be performed at the time of the call. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The serial number for the device involved in this complaint has been updated to (B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed by product analysis on 16-may-2019 with the following findings: on investigation, the battery compartment was found to be cracked.